Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified an opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient suffered from pain in left breast. Doctor diagnosed cartilage ("knorpel") in the left breast and the left breast hangs down compared to the right breast. Due to ongoing pain in the left breast, the cartilage ("knorpel") and the hanging of the left breast, hcp has suggested to have an MRI done for further investigation and thinks the implant is damaged. Physician reported ruptured device diagnose by MRI and ultrasound. The device was explanted and replaced with a non-allergan device. Left side.